Event description:
In 2008: pt approx 3 months old at time of event - receiving home enteral feedings via zevex enteralite pump. Father of pt called stating, the pump was delivering the enteral feeding at a faster rate than was programmed on pump. Program set for 23 cc/hr x 4hrs. It completed in 1 1/2 hrs vs 4 hrs. Pt did not experience any known ae's. New pump delivered, other pump (suspect device) sent to distributor for evaluation.